Event description:
Vns patient experienced an increase in seizure activity (not above pre-vns baseline frequency) due to an inadvertent change in device settings. Two days before the increase in seizure activity, the patient was seen by treating physician, at which time device diagnostic testing was reportedly within normal limits, indicating proper device function. At the time of that office visit, the device was set to 2.5ma normal mode output current, 30secs on, 3 mins off. At subsequent office visit three days after the increase in seizure activity occurred, device interrogation revealed that settings had inadvertently changed to 1.0ma normal mode output current, 60secs on, and 5 mins off. It is believed that an interrupted device diagnostic test at previous office visit caused the inadvertent change in device settings. A review of device programming history did not reveal any evidence of an interrupted device diagnostic test at previous office visit; however, the settings that the device was inadvertently changed to are consistent with settings seen after an interrupted lead test. Whether a fault result is recorded in device programming history is dependent upon at which point in the lead test procedure the interruption in communication occurs; therefore, it is possible that an interrupted lead test did occur and that this occurrence was not captured in the device programming history data. The device was reprogrammed to prescribed settings. After which the patient is reportedly doing well.